Event description:
The pump shuts itself off after approximately 10 seconds of running time. This was reported during clinical use, while infusing an unknown medication. No patient injury was reported. Biomed was able to duplicate the report.